Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 9/1/98).

Event description:
The iab was inserted into the pt on 5/15/98 at 12:00 pm. There was loss of waveform and the iab was removed on 5/15/98 at 3:30 pm. The pt had a hematoma. The iab was not returned to datascope for eval. On 8/10/98. Datascope was informed that the iab was discarded. [Event complications]: the pt had a hematoma-reported 5/18/98. [Pt's current status]: survived-rpt'd 8/10/98.